Event description:
Pt received partial procedure small burns. Two burns healed with scarring. The scar is approximately 1.27cm in length x 0.6cm width. There was no medical or surgical intervention during the healing.